Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The recent trends show fluctuation in the impedance. A possible fracture was suspected. A chest x-ray was performed. The lead remains in use, however, defibrillation testing with the svc programmed off is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead; 407645 lead, implanted: (B)(6) 2009. (B)(4).